Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that interlink y-type blood solution set disconnected from the blood bag. This occurred during infusion of stem cells. There was no patient injury or medical intervention associated with this event. No additional information is available.